Manufacturer narrative:
The manufacturer did not received explanted devices as they were already discarded. Neither were x-rays or other source documents received for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. The cause for this specific clinical event cannot be ascertained from the information provided. However, there is no indication for a product failure. Should additional information become available that changes this assessment, an amended medical device report will be filed. The need for corrective measure is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It is reported by the patient "the stem fractured inside my left hip in (B)(6) necessitating emergency surgery in (B)(6).